Event description:
It was reported that, biocath foley catheter was burst. Per follow up information received via ibc on 02dec2025 stated that, patient felt pain at the time and bleeding. The number of occurrences was 3. First was a size 20fg biocath on (B)(6) 2025, as the catheter had blocked. Second was a 16fg biocath which was inserted by bunbury hospital after patient was sent there as difficulty inserting the catheter, after the first rupture, this burst 4 weeks after insertion. Third was 16fg biocath that lasted 5.5 weeks and there were photos attached. First and third came from bridgetown hospital stock and second was from bunbury stock.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.